Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a cable twist. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified procedure, the screen blacks out and turns black on the hd autoclavable camera head. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event reported.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: occurs between (B)(6) 2022, and (B)(6) 2022. It is unknown whether a pre-use inspection was carried out. The procedure is "arthroscopic surgery". The purpose of the procedure is "diagnosis and treatment". It is unknown if there was a delay in the procedure. The procedure was completed using the equipment as it was. Combined equipment: otv-s190 (serial no. (B)(6)), ch-s190-xz-e (serial no. (B)(6)).